Event description:
A family member reported that the patient experienced blood glucose (bg) between 400 and 600 mg/dl with abdominal pain. The patient's bg resolved with correction by pump and syringe. She reported that the pump was intermittently losing power. The patient reportedly started on a replacement pump and bg has been normal. This report is made based on the allegation that the patient experienced hyperglycemia after the pump intermittently lost power.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump powers on normally with no alarms. There was no evidence of power issues or activity outside normal use noted in the pump history. There was no damage found to the battery cap, battery compartment, or to the power circuit. The battery cap secured properly to the pump during testing. The pump was exercised for 24 hours with no alarms or power issues occurring.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.